Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had gone from a beginning of life battery status to beyond an end-of-life battery status in 4 months. The ICD had begun to emit beep tones and displayed a fault code that indicated the ICD was unable to charge the shocking capacitors to the programmed voltage within 30 seconds. It was further reported that the ICD inappropriately detected vf but this oversensing did not result in therapy delivery.